Event description:
It was reported that the head section would not retract which could affect transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.